Manufacturer narrative:
Device 1 of 2 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record review: lot: 4f03120 was manufactured 18/jun/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 15/aug/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID): 1013947 and manufacturing order: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 15/aug/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4f03120 lot for the malfunction ¿primary pack (sterile products) is torn, ripped or contains holes.¿ defect and no additional complaints were identified. Historical nonconformance review: on 15/aug/2025, complaints investigator ran a query in database looking for any in-process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) is torn, ripped or contains holes.¿ defect for the lot number: 4f03120 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: defect rate analysis: there have been 2 defective parts confirmed to date from a lot size of (B)(4) units. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on the standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated, and as a result, the reported malfunction for the observed product was confirmed. The defect rate analysis for this issue is within the appropriate acceptable quality level (aql). A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported that in an inbound inspection, there was damage to the primary packaging. The product was not used. A photograph depicting the issue was received from the complainant.